Manufacturer narrative:
Other, other text: one cadd ms3 pump was returned for analysis. Functional and visual testing was performed to test the pump. The operator was unable to duplicate the customer's stated problem. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, it was recommend to install software as preventive measure.

Event description:
It was reported that a smiths medical pump does not run. No adverse patient effects were reported.